Event description:
Discordant sodium, potassium and chloride results were obtained on an advia 1800 for one patient. The discordant results were reported to the physician, who questioned them. The physician requested that the patient go to the hospital to get bloodwork performed, based on the elevated potassium result. The hospital redraw sample was tested on an alternate instrument and the corrected results were reported to the physician. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium, potassium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and checked the instrument calibration. The cse reviewed the previous patient results and determined that they were at target value. The cause for the discordant sodium, potassium and chloride results was unknown. The cse successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.